Event description:
It has been reported that a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that they were unable to use the kit due to generator displaying error code (a014). The connector cable was replaced and issue persisted. Procedure was then cancelled and rescheduled. No patient complications reported. Product is not expected to return as it was disposed of at the facility. The bmc rf generator were in the ready mode.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.